Event description:
Information was received regarding a medfusion 3500 pump. It was reported that the device had a system failure. It is unknown if there was no patient, or clinician injury associated with this event.